Event description:
The customer called in to report that when editing the dpv point added rtc, the dose prescription in eclipse and in the prescription tab of rtc is changed. When creating imrt plans, if we have the dpv set as the primary reference point in eclipse, rtc will report the field dose contribution to the dpv equally between all fields. For example: a 7 field imrt plan with a daily dose prescription of 200cgy will yield 200/7 fields=28.57142857. Rt chart will display 28.6 per field and this is what the customer is trying to work around because the dose contribution from each field to the volume is actually not equal. Eclipse, however, knows no other way to assign doses to the dpv because the field weights are all equal to 1 on an imrt plan and the dpv has no location on the image.

Manufacturer narrative:
The customer's workflow has uncovered what appears to be a problem with eclipse. The customer creates a imrt plan and appoints the radcalc point (with location) as the primary reference point, and then without approving the plan, goes into rt chart and creates the dpv and types in the field doses manually. When going back to eclipse and looking at the prescription page, we can see the dose prescription change from the original value. We can also see this on the prescription page of rt chart. This was also reproduced in-house. Another important note is that the customer has seen not only the prescription change but on some occasions, has seen also the mu change and the isodoses scaled, this however, has not been reproduced or seen in in-house testing. One thing noticed, was that after the prescription changes, if you were to change it back to what was planned in eclipse and go back to rt chart and re type in the same dpv doses a second time, the prescription doesn't change again. Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Method: though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.